Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the port h31b was broken. The unit needs preventative maintenance (pm) and repair. Patient involvement is unknown.

Manufacturer narrative:
H6 - evaluation codes: updated. Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The most probable cause is a damaged air detector. The reported issue could not be confirmed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. If the product is returned, the manufacturer will reopen this complaint for further investigation.